Event description:
It was reported that device contamination occurred. A 3.00 x 24mm synergy xd drug-eluting stent was selected for use. However, upon unpacking, it was noted that the inner pouch was opened, and the seal was compromised. The procedure was completed with another of the same device. No patient complications were reported.